Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had a hematoma at the access site. The patient was transfused with four (4) units of packed red blood cells. The patient was very volume dependent with suction alarms at p2. A sandbag was placed on the hematoma.

Manufacturer narrative:
The investigation of access site bleeding and low pump flow has been completed. The impella device was not returned for evaluation. Access site bleeding: patient arrived from satellite hospital with right groin hematoma at impella site. The cause of access site bleeding issue most likely was patient movement related as the hematoma was noted after patient transferred hospitals. Low pump: the cause of low pump flow issue most likely patient condition related since suction alarms resolve and flows in range after blood is given.